Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time is inaccurate. Customer stated that they were unsure if they had ever set the pump time when the pump was received. Customer's blood glucose level was not impacted. Tandem technical support guided the customer through correcting the pump time.